Event description:
Pt experienced terrible pain in the morning and was too drowsy in the evening, also complained of "itchiness etc." Pump programmed to simple continuous only. Medication sufentanil 50 mcg/ml concentration at 4mcg/day.